Event description:
Patient presented with a spiked temperature and was hospitalized. The lifestite which had been implanted in the right femoral vein was explanted. The patient also had a left femoral catheter which was also explanted.